Event description:
Procedure type: left lung lower lobe resection. According to the reporter: intraoperative use (B)(4) a lower lobe pulmonary vein occlusion, equipment operating properly, handle lock closing device. After the device was fired, the surgeon used a pair of scissors to cut along the distal edge vessels. Then pressed the black release button, and jaws opened. Then, no staples were found on the proximal vascular, leading to sudden intraoperative venous bleeding. Director in a timely manner clamped the vascular vessels with a hemostat suture. Fortunately, the bleeding was a small amount. There was no add'l bleeding, no tissue damage, and operating room time was not extended over 30mins. No pt injury was reported.

Manufacturer narrative:
(B)(4).